Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Analysis was unable to test for unresponsive buttons or perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.